Manufacturer narrative:
Device evaluated by manufacturer: no due to device not received for evaluation. Note: the initial 5-day decision criteria and 30-day decision criteria regarding if the case is reportable or not has been met. Based on the very limited knowledge and understanding at that time it was decided not to send any MDR report. The reason for a new decision to report is based on the clinical evaluation re-assessment due to ongoing literature and regulations new knowledge.

Event description:
Customer reported: the end user has had two domes caught in the ear canal. The second time the dome became dislodged from the hearing aid the end user reported that it caused dizziness, which resulted in a loss of consciousness, falling and hitting head and required one week of hospitalization.